Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. Functional testing and a data log was attempted to be retrieved but could not be obtained because the receiver had no display and vibrated continuously. The case was opened for further evaluation. An interior inspection confirmed the reported event that the receiver ceased to function. The root cause was determined to be a defective u4 component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report their receiver ceased to function on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.